Manufacturer narrative:
The returned device was evaluated. During evaluation it was found that a segment of the led display is not illuminating correctly due to a defective ui board.

Event description:
It was reported that this device has some led segments that are not lighting on the display. There was no known impact or consequence to patient.